Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had casting and bearing issues having a functional impact on the unit . As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function normally throughout the evaluation.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the complaint as there were no issues with the castings or the bearings. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.